Event description:
It was reported that during an lap adrenalectomy, the tissue pad was damaged and a tip of the tissue pad cracked during use. The cracked tissue pad was retrieved from the patient endoscopically. There was no bleeding. An enseal device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.